Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient reported that when they woke up in the morning, the cgm was 99 mg/dl. They reported that they "did not inject". They went to the kitchen to make breakfast then suddenly they dropped to their knees and fell over. The patient's partner pressed the emergency call button and an ambulance came. The patient reported that they did not regain consciousness until some time after the emergency doctor arrived. The patient was diagnosed with hypoglycemia. They were taken to the hospital and reported that the cgm was 99 mg/dl but their blood glucose dropped approximately below 30 mg/dl. The patient could not recall if any treatment was provided to them while they were unconscious. They were in the hospital for 24 hours and at the time of the report, they felt good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Code 4581, e2402 selected as there is no code available for weakness in the knees diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt weak in the knees, fell, and lost consciousness, the cgm was reading 99 mg/dl, and even though no specific blood glucose reading was reported, the patient stated that it was much lower than the dexcom reading. The patients husband called an ambulance, and the patient was brought to the hospital. The patient found it difficult to remember the event and could not provide any details regarding treatment as she was unsure if she even received treatment, but it is stated the patient there for 24 hours. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.